Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 had all rows eject cubies due to a read write cubie memory error. The field service engineer (fse) confirmed that the customer had been experiencing read write cubie errors on drawer 5.2 prior to arrival. The fse accessed the hardware test application and removed all cubies. The system was powered off, and the ribbon cables from all row boards and the drawer board were reseated. The fse then returned to the hardware test application and completed final testing on enhanced half-half drawer 5.2. Following these actions, the customer was able to successfully remove and recover the cubie pockets. The row board connections were reseated, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.2 was having all rows cubies ejected due to a read write cubie memory error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.